Event description:
After a successful IV stick, the nurse pulled the needle out of the catheter. However, the automatic cap went over the needle and slid back down the needle shaft leaving the sharp tip exposed.